Manufacturer narrative:
Concomitant medical products: product ID: w1tr01 crt-p, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed tamponade and pericardial effusion as a result of perforation. The right ventricular (rv) lead also exhibited rising and high thresholds. The physician moved the rv lead and remains in use. No further patient complications have been reported as a result of this event.